Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00141. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the motor drive was stopping approximately every five seconds when the handpiece was used. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the same device was used to complete the procedure despite it working intermittenly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.